Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided and reviewed. The photos shows the complete view of catheter and noted to be broke and separated. Blood residues were noted on the device. Therefore, the investigation is confirmed for the reported fracture and material separation. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm this was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure for hepatoblastoma using the powerport m.r.I. Isp. On (B)(6) 2025 it was reported that a palpable bulge was observed by parents in the right neck region without any discomfort. On (B)(6) 2025, a patient took a chest x-ray, and it revealed a complete fractured implanted port. The broken catheter entered into the vicinity of heart. The patient was immediately admitted for surgical removal of the fractured implanted port. The patient recovered normally. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure for hepatoblastoma using the powerport m.r.I. Isp. On (B)(6) 2025 it was reported that a palpable bulge was observed by parents in the right neck region without any discomfort. On (B)(6) 2025, a patient took a chest x-ray, and it revealed a complete fractured implanted port. The broken catheter entered into the vicinity of heart. The patient was immediately admitted for surgical removal of the fractured implanted port. The patient recovered normally. The current status of the patient was unknown.